Event description:
Patient arrived at clinic on (B)(6) 2024 with noted damage to white power cord bend relief and difficulty with transmission of data to monitor. Vad team changed to a different monitor and attempted to transmit data to a second monitor without success. Controller exchanged.